Event description:
Customer reported via phone call to have been to have been found unconscious by her son and was taken by car to the hospital in (B)(6) 2004. Customer had blood glucose of 1100 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. Customer was wearing insulin pump at the time of hospitalization. Customer was overwhelmed and was not able to give further information. Customer would call back with more information.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.